Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent was partially deployed when the delivery system became unresponsive. The delivery system was dismantled to manually deploy the vascular stent; however, during the completion of the deployment, the vascular stent elongated. Another vascular stent was deployed inside the initial stent to cover the elongation successfully. There is no reported pt injury.

Manufacturer narrative:
As a lot number has not been provided, a review of the device history record cannot be performed. The investigation is currently underway.